Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of mfg. Due to the fact that we are not in possession of any x-rays or surgery documentation we are not able to make a clear statement regarding the mentioned issue. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the humeral cup was loosening.